Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. It was reported that a device embolization occurred. Transthoracic echocardiography (tte) assessment on (B)(6) 2021 revealed a left ventricular ejection fraction of 58%. Transesophageal echocardiogram (tee) assessment also revealed three laa lobes with a chicken wing morphology with an ostium diameter of 21mm and length of 26.7mm. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted on (B)(6) 2021 with a complete laa seal and deployed device diameter of 21 mm. Prior to the procedure, aspirin was not administered and after the procedure aspirin was started, rivaroxaban was continued. The patient was discharged one day post procedure. Ninety one (91) days post procedure during a follow up appointment, tee revealed that the closure device embolized outside the laa and landed in a stable position in the left atrium close to the mitral valve at the mitral valve plane. The patient was hospitalized to the intensive care unit (ICU). The following day, a percutaneous procedure was performed to successfully snare the closure device from the left atrium. The closure device was then disposed. There were no patient complications noted and the patient was discharged to home on (B)(6) 2021. It was further reported that the patient was advised to go to the emergency room (ER) for urgent admission to cardiology and was hospitalized. The patient was asymptomatic for dyspnea and palpitations. The patient reported worsening asthenia over the period with sporadic episodes of sporadic chest pain. The chest pain radiated into the intrascapular region during exertion and lasted for a few minutes with spontaneous regression. After the closure device was snared from the patient, ultrasound did not reveal any anatomical-functional changes in the mitral valve and a minimal leak was observed across the interatrial septum, which was compatible with the transseptal accesses used. Aspirin was discontinued post removal of the closure device.

Event description:
The patient was enrolled in the (B)(6) study (B)(6) on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. It was reported that a device embolization occurred. Transthoracic echocardiography (tte) assessment on (B)(6) 2021 revealed a left ventricular ejection fraction of 58%. Transesophageal echocardiogram (tee) assessment also revealed three laa lobes with a chicken wing morphology with an ostium diameter of 21mm and length of 26.7mm. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted on (B)(6) 2021 with a complete laa seal and deployed device diameter of 21 mm. Prior to the procedure, aspirin was not administered and after the procedure aspirin was started, rivaroxaban was continued. The patient was discharged one day post procedure. Ninety one (91) days post procedure during a follow up appointment, tee revealed that the closure device embolized outside the laa and landed in a stable position in the left atrium close to the mitral valve at the mitral valve plane. The patient was hospitalized to the intensive care unit (ICU). The following day, a percutaneous procedure was performed to successfully snare the closure device from the left atrium. The closure device was then disposed. There were no patient complications noted and the patient was discharged to home on (B)(6) 2021.